Event description:
End user's son alleges while the end user was operating the motorized wheelchair, with the foot plate in the up position, her foot became caught under the front anti-tip wheel, she then drove off a curb and fell out of the seat. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user's son reported that the end user was operating the motorized wheelchair with the foot plate in the up position and drove the unit off a curb. The owner's manual warns, "keep your back against the seat back, arms on the armrests, and your feet on the foot plate", and "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator".